Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 2899644 180-01-56 - crown cup,cluster-hole gr.56.

Event description:
As reported, this 86 y/o male patient was 5 months postop a tha revision, suffered a fall, an external x-ray check was carried out in case of pain. This revealed one slight decentration of the prosthetic base and pronounced osteolysis in the acetabulum as a sign of inlay wear. Initially the patient was symptom-free and, considering his age and general condition, therefore not subject to replacement surgery. The patient injured himself in another fall periprosthetic fracture of the shaft, so that as part of this absolutely necessary operation on (B)(6) 2023. The inlay was changed to a vitd-hardened, specially approved inlay. As part of the replacement operation, the inlay was replaced upon determination of the solid cup integrity as well as the curettage and sealing of the cysts in the cup bed using allogenic spongiosa. The prosthetic shaft and head was exchanged. A modular shaft was implanted here with titanium band cerclages.

Manufacturer narrative:
Section h10: (h3) the prosthesis wear reported may have been due to a combination of the risk factors specified an hhe such as use error, implant positioning, implant size selection, patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential), the use of nylon vacuum bags without evoh, and/or surgical approach. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided. The fracture was likely the result of the patient¿s reported fall.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - health effect - clinical code, component code, investigation findings, investigation conclusion.